Event description:
It was reported that during a da vinci s surgical procedure, the permanent cautery hook instrument's energy current conducted away from the instrument tip. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed charring and localized melting on the yaw pulley and one distal clevis ear indicating an arcing event occurred. The yaw pulley charring is located on the side opposite the conductor wire and directly below the ceramic sleeve. The distal clevis ear that contains charring is also missing a .180 inch by .060 inch piece. The conductor wire is not damaged and electrical continuity passed. No other damage found.